Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the system was implanted in their buttocks. The patient's device stopped working and he was trying to get an MRI done because the pain he had was unbearable. The patient was "trying to figure out what was actually wrong" because he could not live on the pain medication anymore and no quality of life. The patient wanted to have the system removed and he would not recommend it to anyone. The patient noted that all it did was isolate the pain and stop the pain in one area, but in another area it was 10 times worse. The patient noted that the therapy stopped working 7 months after he had the device implanted. Indications for use include failed back surgery syndrome. If additional information is received, a supplemental report will be sent.